Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 500 mg/dl at the time of incident and other blood glucose was 330 mg/dl. Customer reported that she got the new sensor with her insulin pump and it was not letting her calibrate it and would not let her get pass the snooze. The devices will not be returned for analysis.